Event description:
It was reported that the device was used during a radical prostectomy procedure. It was reported by the rep that of the (3) mcl20's that were used only about 50% of the clips were secure. The other clips had to be pulled off the vessels due to incomplete closure. There was no consequence to the pt.